Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps deviated from the instructions for use (IFU). No physical damage was confirmed at the place where the foreign material remained. Based on the results of the investigation, olympus confirmed foreign material in the device, but the type of the material and root cause cannot be identified. A definitive root cause cannot be determined. This issue is addressed in the instructions for use (IFU): detection methods in chapter 3 preparation and inspection, and preventive measures in the reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited whitish foreign material found inside the air, water tube, the jet tube, and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegations reported in b5. Should additional relevant information become available, a supplemental report will be submitted.